Event description:
My initial procedure was done in 2005. I had mesh insertion, bladder suspension using the apogee/perigee brands. Since that time, I have had 3 general anesthetic surgeries to correct the erosion of the material. In 2009, I am having the entire product removed or as much as my physician can safely remove. This does not include the dozen plus times she has had to snip off pieces of mesh in her office. I have had bladder spasms at the base of my bladder for several months. I have had discomfort for longer than that. Diagnosis or reason for use: bladder prolapse.